Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was unknown at the time of incident. Customer state that the insulin pump had insulin pump error after moisture exposure. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify button error or keypad unresponsive due to critical pump error.